Event description:
Customer called to report wearing a pod for 10 hours and removing it due to elevated blood glucose levels that ranged between 216-309 mg/dl before removing it. Customer was able to activate a new pod successfully. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this commendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.